Event description:
As reported, approximately 13 years post initial left tka, the 73 y/o male patient was revised due to poly issues with flaking and delamination. The patella was worn in half. The patient experienced osteolysis issue due to poly wear. The patient was revised to a size 4 cc femoral component. The patella was revised to a 38mm. The liner was revised to a psc size 4, 11mm. The fem augments were also required due to lack of bone. There was a greater than 45 minute surgical delay/prolongation due to the event. The patient did not experience any adverse events as a result of the surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due to the devices were discarded.

Manufacturer narrative:
Section d10: concomitant products - optetrak 3 peg patella cemented, 32mm diameter (cat# 200-02-32 / serial# (B)(6)) - optetrak asymmetric femoral posterior stabilized, cemented size 4, left (cat# 234-02-04 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The root cause of the prosthesis wear and osteolysis cannot be determined as the devices were not returned for evaluation.